Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the patient did not receive needed therapy due to the implantable cardioverter defibrillator (ICD) exhibiting a long charge time and a charge circuit timeout post reaching end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.